Event description:
It was reported that a female who underwent an unknown breast surgery with mentor memorygel, 470cc silicone breast implant experienced right-sided "unspecified issue" post procedure. The patient did not indicate the type of issue with the right side. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).